Manufacturer narrative:
Concomitant medical products: cev150a6 (trocar sleeve cev150a6 dia 10mm 100mm). (B)(4). Two devices (cev127t10 <(>&<)> cev150a6) were returned to mxi for evaluation. Analysis indicated the valve of the trocar was too tight causing the device to leak. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
It was reported that during a laparoscopy surgery the patient¿s air-filled abdomen was collapsing. Air was also leaking from the trocar and it was making a strange noise (whistling). Insufflators were used to manage pressure in the patient and the surgery was completed. Follow up information confirmed that there was no patient impact.